Event description:
On (B)(6) 2010, the customer that the unit failed to power up.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.